Manufacturer narrative:
Physical device was not received for analysis. Cloud data from the user for the period of (B)(6) 2026 - (B)(6) 2026 was downloaded and reviewed. Review of the cloud data found that a pod was activated at 12:44 on (B)(6) 2026 and was deactivated at 22:16 on (B)(6) 2026. The cloud data showed that the first bolus delivered with this pod was started at 11:55 on (B)(6) 2026. Multiple boluses were delivered with this pod, all of which were based on manual blood glucose entries rather than entries from the sensor. Review of the patient history buffer (phb) data found that this pod was used without a sensor connected. The phb data showed invalid estimated glucose values of -3. -4, and -9 throughout pod use, indicating that the pod was searching for a sensor, was unable to find the sensor after 20 minutes of searching, and the sensor information was deleted from the application respectively. The use sensor option cannot be used to enter glucose levels into the bolus calculator if a sensor is not connected to the pod. Without log files, it could not be determined if the user was prevented from programming and delivering any boluses, particularly with manual blood glucose entries, during use of this pod. The exact cause of the reported bolus calculator issues could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the bolus calculator was not functioning and therefore a bolus was not delivered. Blood glucose levels were not reported. Medical treatment was not required.